Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.5¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the top fracture was determined to be a design/process issue.

Event description:
During an atrial fibrillation ablation procedure, the tip of the catheter broke while advancing it through the sheath. The catheter was distorted on the monitor and was therefore removed. Another catheter of the same type was used to complete the procedure with no consequences to the patient.